Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2022 wherein the leads were explanted and replaced with new lead addressing the issue. Reportedly, therapy was confirmed postop.

Manufacturer narrative:
The reported of uncomfortable stimulation was confirmed. Analysis of the returned lead a found it was cut during the explant procedure and returned in two segments. Microscopic inspection found a kink on the outer tubing, of the stimulation end lead segment, where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the proximal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The uncomfortable stim was due to the close proximity of the broken wires making intermittent contact; on and off stim can be perceived by the patient as uncomfortable stimulation.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05793. It was reported that the patient¿s therapy increased automatically and patient felt uncomfortable stimulation. As such, surgical intervention may take place at a later date to address the issue.